Manufacturer narrative:
The site declined to provide patient information, referencing hospital policy. On (B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed. No parts have been returned to manufacturer for analysis.

Event description:
A site representative reported that while in a functional endoscopic sinus surgery (fess) procedure the navigation system monitor was flickering when the surgeon was using the shaver tool. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.